Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no failed batt test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Pump error 63 (variable 3) alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly.

Event description:
The customer reported via phone call that they insulin pump had received failed battery alarm. Customer¿s blood glucose level was unknown. Customer also reported that the battery compartment and spring was neither damaged nor corroded. Troubleshooting was done. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. The insulin pump will be returned for analysis.